Manufacturer narrative:
Device analysis. A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. However, a full review into mfg history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause could not be determined.

Event description:
Same case as MFR # 6000093-2007-01351, 6000093-2007-01350. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. A physician at another facility (unk where) implanted three taxus express2 drug eluting stents in the mid left anterior descending (lad). The sizes of the stents were 2.50x24mm, 2.50x24mm, and 2.75x24mm. Multiple stents of unk size and type were also placed in the right coronary artery (rca). Over a year later, the pt presented with in-stent thrombosis in the lad. Ivus was advanced to the lad and then removed. The physician advanced a 3.50x15mm maverick2 balloon to the lad, where it was inflated at 8 atms for 20 seconds and 10 atms for 20 seconds. Next, a 4.0x15mm non-bsc balloon was inflated in the lad at 14 atms for 30 seconds and 14 atms for 10 seconds. Then, ivus was re-advanced to the lad and then removed. A 3.50x15mm non-bsc balloon was delivered to the lad and inflated at 18 atms for 30 seconds. Then, the 4.00x15mm non-bsc balloon was inflated at 12 atms for 20 seconds. The physician then delivered and deployed a non-bsc 4.00x18mm drug eluting stent in the lad at 14 atms for 20 seconds. The 4.00x15mm non-bsc balloon was again inflated in the lad at 12 atms for 30 seconds, 15 atms for 30 seconds, 13 atms for 20 seconds, and 15 atms for 10 seconds. Ivus was again re-advanced into the lad, and then removed. A 3.5x8mm non-bsc balloon was advanced to the lad and inflated at 20 atms for multiple inflations of 30 and 20 seconds. Then, the non-bsc 4.0 x 8mm balloon was inflated in the lad at 12 atms for 20 seconds and 15 seconds. The procedure was completed without harm to the pt and the pt was transferred to the ICU in stable condition. Medications used during the procedure included fentanyl, inapsine, and benadryl. The pt had been off of his plavix for 7 days for an elective surgery at the time of the event. Further info has been requested, but has not been received.